Event description:
A report was received that the trial patient experienced tingling prior to device being turned on and the slightest movement caused super intense shooting pain. She was in way more pain after the procedure. There was no device malfunction suspected. The patient underwent removal of the leads.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e serial number: (B)(4) batch/lot number: 5127258 model/catalog description: infinion 16 trial lead kit 50 cm. Sc-2316-50e (sn: (B)(4)) device evaluation indicated that the leads passed all tests performed.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: 5128838, batch/lot number: 5128838, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the trial patient experienced tingling prior to device being turned on and the slightest movement caused super intense shooting pain. She was in way more pain after the procedure. There was no device malfunction suspected. The patient underwent removal of the leads.